Manufacturer narrative:
(B)(4). Rotating the device during plunger/needle deployment and failure to maintain adequate foot position against the arterial wall upon deployment may result in a mislocated suture, has been changed to: failure to maintain adequate foot position against the inside of the anterior wall upon deployment may result in a mislocated suture/back wall stitch and cause occlusion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis could not be performed on the product because it was not returned to abbott vascular for investigation. Without device analysis, a conclusive cause for the reported suture stitching to the back wall could not be determined. Suture stitching to the back wall of the artery (suture mislocation) can occur due to a number of factors including, but not limited to, manufacturing, user technique and patient anatomical conditions. A final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device. Rotating the device during plunger/needle deployment and failure to maintain adequate foot position against the arterial wall may result in a mislocated suture. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no other incidents reported for a suture stitching to the back wall of the artery. There does not appear to be an indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide after a percutaneous transluminal angioplasty. Reportedly, one day post suture deployment, the patient lost leg pulse. An angiogram was performed and showed an occlusion at the access site; the suture had been stitched to the back wall of the artery. Using a contralateral approach, a guidewire was advanced through the occlusion and a balloon catheter was used to revascularize the artery. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.